Event description:
The duett sealing device was deployed following an interventional procedure via 6f sheath in the left arterial access. Immediately following duett deployment, a hematoma was noted. The hematoma was treated with manual compression, and the event was resolved.